Event description:
The arterial roller pump of the heart lung machine console stopped during extracorporeal cirulation. This was associated with a malfunction of the air bubble detector portion of console's the safety module. The air bubble detector could not be reset. No patient injury was reported.